Manufacturer narrative:
B3: revised date as it was entered incorrectly on the initial report that was submitted. B5: additional information was added. D1: revised brand name as it was entered incorrectly on the initial report that was submitted. D4: added model number as it was omitted from the initial report that was submitted. E1: added zip code extension as it was omitted from the initial report that was submitted. G3: the date on the initial report was reported incorrectly and should of reflected the date of 07-sep-2025. Investigation summary: no product was returned for investigation. Arrhythmia: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hypotension: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review; the device passed all post sterile inspection checks.

Event description:
Additional information was received. The impella cp was having suction. This patient came in severely dehydrated and in severe metabolic acidosis. The continuous renal replacement therapy (crrt) was requiring more volume. Red blood cells were given to function properly. It was not thought that the impella was causing this. The suction events were directly correlated to when they were pulling more fluid off with crrt. This issue was just temporary and did not continue throughout the entire run of bipella. The seizure like movements were likely due to lactic acidosis but was not confirmed either way and was a single event. As far as the positional alarms, the impella rp flex was positioned "optimally" and did not have any alarms associated as far as the associate clinical consultant was aware of.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The related impella cp is reported under mrn # 1220648-2025-47161.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. The patient had a rp flex and cp support ongoing for a bipella patient. The patient was supported on the rp flex for 3 days and then the pump was explanted. During the support there were suction and alarming but, the pumps remained on for support. After being on minimal pressor, patient dropped pressures after rp removal, waited an additional 30 mins for patient to stablized, cp was removed and pressures increased dramatically with 8 of levo still on board. Patient survived the procedure.